Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/10/2016, that on (B)(6) 2016, an adverse event had occurred. The patient reported her husband had administered her glucagon on (B)(6) 2016. No allegation to the dexcom system was made. No additional event or patient information is available.